Event description:
A user facility reported that the surgeon noticed a scratch on an intraocular lens (iol) after implantation and removed the lens. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Additional information was requested on 04/06/2009 and 04/27/2009 by mail a completed questionnaire has not been received. This report was mailed to FDA on: 05/01/2009.